Event description:
Patient has new diagnosis of thick of kidney and enlarge spleen and new meds for this as she had covid and was in the hospital. Inject 1 syringe intra-articularly into each knee once weekly for 3 weeks.